Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the motion sensor test failure alarm due to the motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motion sensor test failure alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.